Manufacturer narrative:
The customer¿s report that the bag access device broke was confirmed. Visual inspection noted the valve luer tip was broken off and lodged in the spike bag access component. Further inspection of the broken luer showed whitish colored stress markings on one side. There were no other damages, tool markings, or issues observed. Functional testing was not performed due to the obvious damage. The probable cause of the breakage was the component being removed at an angle. The definitive cause of the break is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the spike of the bag access device broke in the IV bag during use on a patient. The clinician was attempting to remove the spike from the bag after a chemotherapy infusion had completed. There was no harm to the patient reported.